Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and obtained the alarm audit log from the piic ix. During the visit the field service engineer spoke to the customers biomedical engineer (biomed). The issue was said to have occurred between 00:10am ¿ 04:00am. The customers biomed indicated they tested the intellivue mx450 patient monitor, and it was working fine. The biomed stated that patient fell and was not connected to the monitor. The alarm log files were sent to a philips reviewed by the complaint investigator (ci). The ci found that multiple alarms were seen to have been occurring within the time reported, including log entries showing alarms being silenced. There was no product malfunction; this is considered a user issue, as alarms were occurring, and silencing of the alarms were performed. The device remains at the customer site. No further investigation or action is warranted at this time.

Event description:
The customer nurse reported that at (B)(6) 2020, room ed-11, did not hear the alarms from the intellivue mx450 patient monitor. The patient died.